Event description:
It was reported that this right ventricular (rv) lead exhibited greater than 200 ohm shock lead impedance (sli) measurements and the pace impedance measurements failed as noise at implant. After the ablation catheter was removed the (sli) measurements were 71 ohms consistently and noise was no longer present. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited greater than 200 ohm shock lead impedance (sli) measurements and the pace impedance measurements failed as noise at implant. After the ablation catheter was removed the (sli) measurements were 71 ohms consistently and noise was no longer present. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device and impact codes.